Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified flat creases, partial delamination of valve, white particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identified and more than three openings striated and partial delamination of valve. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is:-more than three openings striated in the side radius/posterior assessed as surgical damage.-partial delamination of valve assessed as adhesive failure.

Event description:
The device has been explanted.